Event description:
It was initially reported that the pt's pump was alarming but, "no symptoms were indicated". In 2008, the pump alarmed beeped 10 times at 0:00 every day. The following month, the physician interrogated the pump at a refill visit. The hcp confirmed that the pump was working properly. After that, the alarm stopped. Two weeks later, the pt said that the alarm sounded again at 0:00. A week later, the alarming stopped and the pt's lower legs stiffened suddenly. The pt was hospitalized in 2008, and took oral baclofen tablets; the lower leg spasm disappeared. A catheter study and rotor test were performed. There were no issues. It was reported that the alarm was not from the pump, but sounded like a cellphone alarm. The pump was replaced per pt request. The catheter was confirmed to be patent intraoperatively. The pt was well afterward.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A f/u will be sent when the analysis is complete.